Event description:
It was reported that the patient experienced phrenic nerve stimulation. Programming changes were attempted but unsuccessful and caused patient to experience heart failure symptoms of fatigue and shortness of breath. The left ventricular (lv) lead was explanted and replaced. The patient was stable throughout the procedure.